Event description:
Reporting status: malfunction. Reporting rationale: difficult to deflate/balloon rupture is likely to cause or contribute to patient injury. Device issue: difficult to deflate/balloon rupture. It was reported that the voyager nc was being used to treat an iliac artery (off label use). The iliac artery was occluded and the voyager nc was inflated; however, it was found to be leaking at the back end of the balloon from the pressure during inflation. Attempts to deflate the balloon were unsuccessful and the balloon could not be removed from the sheath. The balloon was put back into the aorta; where the balloon was purposely inflated till it ruptured, then the balloon was able to be removed from the patient. There were no patient effects reported from the deflation issue. No additional event of patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the balloon catheter was returned with blood in the guide wire lumen, on the balloon and on the hub. There was contrast in the inflation lumen, in the balloon and in the hub. The balloon was loosely folded. There was a .5 mm longitudinal/radial rupture in the middle of the balloon. There was a .8 mm scratch in the balloon 3 mm distal to the hole. The outer member was bunched at the proximal end of the proximal seal. The distal shaft was stretched 23.3 cm distal to the guide wire exit notch. There was a tear in the middle of the tip. The tip was torn and separated at the distal end. The separated portion was not returned. The separated portion appeared to be 1 mm in length. There was a bend in the middle of the tip. There was a kink in the hypotube 67.3 cm distal to the strain relief tubing. There were two bends in the hypotube, at the distal end of the strain relief tubing and 9.6 cm proximal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used to pressurize the catheter when fluid was observed leaking from the longitudinal/radial rupture in the balloon. There was no other leak noted. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.